Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no transmission over 1 month through the internet remote monitoring system. The issue was resolved after the phone communication.